Event description:
Additional information indicated the patient's infection cleared.

Manufacturer narrative:
An infection at the epg and lead site was reported to abbott. As result, the epg was removed and patient was placed on oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the epg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2023-00802; 3006705815-2023-01108. It was reported the patient had an infection at the epg and lead site. Cultures were obtained and results confirmed infection. As a result, the epg was removed and patient was placed on oral antibiotics to address the issue.